Event description:
Device malfunction: clip on distal end of clip applier. Time of malfunction; during vessel closure. Symptoms/ae: failure to achieve homeostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the clip was deployed. When the device was removed, the clip was located on the distal end of the clip applier. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.